Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial flutter with faradrive and a cavo tricuspid isthmus (cti) guided by carto procedure to treat atrial fibrillation and atrial flutter faradrive steerable sheath clear was selected for use. It has been mentioned that no concerns were noted during entire case until this point. All preparation were fine till supraventricular tachycardia ablation. Cti with a qdot micro catheter performed in other sheath then upside to faradrive, case proceeded as normal no issues, farawave was removed and qdot was introduced to faradrive sheath instead of sizing down to original sheath used with qdot. The qdot is 8fr. The physician believed that moving the catheter at an angle allowed air to pass the valve during aspiration. When catheter was straight in sheath no air seen ingression was seen. No fluid was being run at this time. They use a pressure bag at this site but not on to patient. Catheter irrigation was also off as the qdot runs on a pump 2ml minute standby usually. The sheath was not difficult to irrigate. The guidewire was at the end of farawave like a ballpoint pen tip. The issue was only seen after use of farawave when a small non-boston catheter was being manipulated going into valve. The physician had the catheter at an angle at valve which may have mechanically forced the valve open. No other issue has been reported. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it has been disposed.